Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. It should be noted that the incident occurred on (B)(6) 2012 and the device lot use by date is (B)(6) 2011; therefore, the device was used after the use by date.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a non calcified right common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, arterial flow through the marker lumen was observed and the foot was deployed. While attempting to position the foot against the arterial wall the device came out of the patient. No resistance was felt when the device came out of the patient anatomy. After the device was removed from the patient an attempt to retract the foot was unsuccessful; the posterior foot was sticking out and the anterior foot retracted. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.